Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead exhibited elevated capture thresholds. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during procedure. The lead was otherwise normal.